Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Customer recognized display message "not for human use" on 8015 (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Customer recognized display message "not for human use" on 8015 (B)(4). Explained problematic issue to produce the display message. Customer mentions the data set us use with a segregated amount of devices (not on the same network). Informed customer to get a hold of their pharmacy contact, whom created the data set. Explained the uploaded data set, is in a ¿draft¿ status and is not in ¿released¿ status. They will review with the pharmacy, and if they have further issues and/or concerns they will call back. End call.